Manufacturer narrative:
Device history record for lot reported was reviewed and no issues were observed. Product was manufactured, tested and released in compliance with our procedures.the valve was tested and it was able to maintain pressue.

Event description:
There was too much fluid being expelled from the eye.